Event description:
It was reported that the patient presented to the clinic for a regular follow up. High thresholds were observed. X-rays showed that the lead might have migrated a little into the pericardium, but the physician was not sure. On (B)(6) 2022, the patient presented for lead replacement. During the procedure the physician was not able to move back the screw into the lead. The physician explanted and replaced the lead. Patient was fine and stable before, during and after procedure.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and high capture thresholds. As received, a complete lead was returned in one piece with the helix found extended / bent and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the helix extended / bent consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The cause of the reported event was due to damage helix consistent with procedural damage. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.